Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (250 mg/dl). Reportedly, the customer needed to deliver a bolus, but was unable to due to the max bolus setting. Customer reported, the max bolus setting needed to be adjusted. Tandem technical support guided the customer through adjusting the max bolus setting. Customer delivered a bolus to address elevated bg levels.